Event description:
It was reported that noise was observed on the right ventricular channel of the device. The device and lead were explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.